Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with grade three to four diffuse lamellar keratitis bilaterally one week post lasik. The doctor's differential diagnosis is central toxic keratopathy. Patient reported vision is blurry and is experiencing a loss of best corrected visual acuity. Topical steroid drop dosage was increased and a flap lift and rinse was performed. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause for blurry vision could not be identified conclusively. The manufacturer internal reference number is: (B)(4).